Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The reported issue did not impact the user's blood glucose (bg) level. However, the user reported a bg level of 600 mg/dl and stated that the bg level was due to a steroid injection. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery.